Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014, at 21:53. During drain cycle three the home patient had an ultrafiltration of 1998ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The increased intra peritoneal volume event was identified in an event history log review. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Rite electrical testing passed, but rite functional testing failed for an unrelated issue. No abnormalities were identified during internal/external inspections. A service history record review did not identify any issues in the previous service events that would have contributed to the reported issue. The cause was determined to be a use error. The tidal total ultrafiltration removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.